Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The magnet tracking and ECG reading functionality was correct as received/tested at the service facility. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number ascxl416 showed no other similar product complaint(s) from this serial number.

Event description:
It was reported lollipop comes in from the wrong side, they remove any magnetic interference, recalibrate the sensor but the magnet error won't clear.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported lollipop comes in from the wrong side, they remove any magnetic interference, recalibrate the sensor but the magnet error won't clear.